Event description:
During the index procedure three in.pact admiral paclitaxel-eluting pta balloon catheters were used to treat a lesion located in the sfa of the left leg. Approximately 23 months post index procedure the patient suffered from critical stenosis of sfa. The investigator assessed that the event was not related to the device or drug but that it was definitely related to the procedure. A target lesion revascularization of the sfa occurred approximately 4.5 months later using a non medtronic balloon. Patient recovered.

Manufacturer narrative:
Cec have adjudicated that the critical stenosis of the target lesion left sfa (l1) was related to the study device and not related to the procedure and drug.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.